Event description:
Potential for injury associated with bad caster bearings on an unknown power chair. This event could cause product instability and potential for the chair to tip over or the user to become stranded.